Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with low impedance, capture anomaly. It was also noted that the lead was fractured. The device was reprogrammed. The patient did not experience any adverse consequence